Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported their implant was working well but they had an unrelated back surgery on (B)(6) and they were just given a bone growth stimulator and compatibility was reviewed with the patient. The patient reported that they were experiencing the stimulation ¿going crazy,¿ and noted that it ¿seems to vibrate more,¿ when the bone growth stimulator was on. There were no further complications reported.